Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes b5rca1 and 2482092. A search of the complaint database search finds additional reported incidents against lot code 2511974 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege, the patient was revised to repair the femoral stem, which appeared loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
**Update** (B)(4) 2012 - medical records and patient fact sheet received. Part/lot was provided. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem. Added lawyer in associated contact, law firm, surgeon, account name, manufactured date, expiration date in ips, age and updated patient harm. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left hip).